Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a gastrectomy, end tones were heard from the ligasure device but it would not seal tissue. No patient injury occurred or medical intervention required. Another device was used to complete the procedure.